Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a lot history review could not be performed as the lot number was not provided. Visual inspection: none - no sample returned. Functional/performance evaluation: none - no sample returned. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is inconclusive for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a vena cava filter, resistance was encountered during advancement of the filter through the delivery sheath and the filter became stuck. A wire was used to complete the deployment successfully. There was no reported patient injury.